Event description:
Swelling of the left knee [joint swelling]. Pain in left knee [arthralgia]. Left knee was drained [joint effusion]. Case description: an spontaneous report was received on (B)(6) 2010 from (B)(6), female, pt, with a history of osteoarthritis of the knee, initials (B)(6), who experienced pain and swelling in the left knee following treatment with synvisc-one. Subsequently, the knee was aspirated and injected with steroid. On (B)(6) 2010, the pt received an injection of synvisc-one in the left knee. The pt reported that 24 hours after receiving the synvisc-one injection, she started "land therapy" which the pt states is "gentle strengthening exercises." Within a couple of days, the pt began to experience pain and swelling of the left knee. On (B)(6) 2010, the pt's left knee was "drained" and an steroid injection was administered. Also, the pt is using ice, elevation, warm water pool, advil (two tablets every six hours), and tylenol (two tablets every six hours) as a treatment. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.